Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented for follow up in clinic, high pacing impedance was noted on right ventricular (rv) lead. The lead was capped on 8 aug 2019 and replaced. The patient was stable.